Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up to obtain additional information. No jaws were stuck on tissue. There was no unexpected tissue removal. The jaws did not open as much as desired. There was no bleeding. Instrument is available for return. No patient information can be disclosed.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the logs for the sureform stapler associated with this event has been performed by an isi failure analysis engineer. The following additional information was provided: the logs show pn 480445-06, ln l17250710-0210, was installed on the system 3x and fired 1 green reload. On the first install, the first clamp was successful, and the firing was completed with 1 pause for compression. On installs 2 and 3, the user manually selected the green reload on both installs. No clamping or firing was attempted on either install. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the msc logs.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the sureform 45 stapler instrument prompted a message to select the reload color. The customer questioned if the instrument was fully opened because there was an unusual movement and a suspected incomplete opening. The customer removed the instrument and visually inspected the instrument with no issues observed. The customer reused the instrument, but the surgeon was still suggesting that the instrument was not opening properly. The procedure was completed using a backup sureform stapler with no further issue reported. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did confirm and replicate "during the procedure on the fourth case, after completing the first stapling, an unexpected message prompted the selection of the stapler reload color before proceeding with the second stapling". The instrument was removed from the patient to visually inspect the mechanism and verify any abnormality. No obvious issues were identified. Following this, the device was re-mounted (again requiring color selection) and attempted re-entry; however, the operator continued to express discomfort, suggesting the instrument was still not opening properly. Additional troubleshooting included adjusting the cannula depth to allow for smoother articulation and checking for any external obstructions, but these measures did not resolve the issue. As a result, a backup sureform instrument was used. With the backup device, the operator did not report any further concerns. The logs for the reported procedure confirms one engagement failure occurred on correlating installs of this instrument in the field. The parameters of the engagement failures indicate that the roll axis engagement failures is due to the corrosion observed on the roll bearings. The instrument inputs failed to engage with the in-house system's sterile adapter on quantity 3 of three (3) attempts, preventing the instrument from entering into following. The error logs for the system installs display error code 22020, with parameters indicating that the roll axis engagement failures is due to the corrosion observed on the roll bearings.

Event description:
Refer to h11 for follow-up information.